Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm, which appeared on the home choice (hc) during dwell 1 of 5. The home patient (hp) stated a bag had fallen off the tubing. The technical services representative (tsr) explained the message to the hp and informed to recycle the machine. The tsr informed the hp to start over using new supplies. There was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient (hp), the hp stated that she was on vacation and she placed the bag on the nightstand behind the cycler and stated that she felt there was not enough room and during the night the bag fell off of the night stand and the line became disconnected. The hp stated that she started over with new supplies. The hp has been doing fine since this report.